Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded low out of range pacing impedance measurements, low intrinsic right atrial (ra) amplitude and oversensed farfield signals. Technical services (ts) reviewed the device data and provided reprogramming options and further evaluate in future in-clinic visit. No adverse patient effects were reported. This crt-p remains in service.